Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/22/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'upstream occlusions alarms when none present' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'upstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusions when none present. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.